Event description:
It was reported that the pressure regulator was not working properly. No patient injury was reported.

Manufacturer narrative:
Other, a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device tests passed all tests comparably with the manufacturing DHR. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. D4 (UDI) is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).